Manufacturer narrative:
A ge healthcare service technician performed a checkout of the equipment, and the reported complaint was confirmed. The ge healthcare service technician noted the failure of pneumatic module, blower pressure, patient pressure, motor rpm, solenoid 1, and solenoid 2. The pneumatic module was replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during preoperative testing, the unit did not pass the ventilator verification test. There is no patient involvement.